Event description:
It was reported that the patient's pain pump was explanted 9 months after the implant date, because the catheter was detached from the pump. As a result, drug was delivered into her body, instead of where it was intended. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.